Event description:
It was reported the pt no longer had stimulation and was unable to communicate with his ipg using the charger, or the programmer. The sjm rep met with pt, and a replacement programmer was unable to resolve the issue. Attempts to determine the next course of action were unsuccessful.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.